Event description:
Temp trac in use with needles inserted in patient's fingers of left hand. Patient states felt an electric shock x 2 - once when getting out of bed and once when patient's parent was rubbing patient's feet (both feet received a shock). Patient said it felt like the shock came through fingers where the temp trac was inserted. Maintenance checked the bed, but no short was found. Maintenance next checked the temp trac, but they were unable to determine if this machine was grounded. Recommendation made to switch to a different temp trac machine. Nurse switched out unit and patient received no further shocks. Temp trac unit was sent to biomedical engineering department for further evaluation/testing. Biomed reports that no problem was found and the unit passed operational and electrical safety tests. The temperature settings were adjusted to the specification. Unit placed back in service.